Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588t, acl tightrope®, batch number 15378964, was received for investigation. Visual inspection noted that the suture system was returned disassembled. Additionally, the white sutures were torn. Functional testing was not performed due to the damage to the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the device during use. Refer to the investigation photos. Complaint allegation is confirmed.

Event description:
It was reported that during an anterior cruciate ligament surgery the device became blocked inside the joint and then the pull in suture tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.